Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this defibrillator had a potential allergy with the implantable device parts. Reportedly, the patient had nickel allergies, and the boston scientific technical services (ts) informed that the defibrillator had no nickel part but one of the leads has. No additional adverse patient effects reported. The defibrillator was explanted.

Event description:
It was reported that this defibrillator had a potential allergy with the implantable device parts. Reportedly, the patient had nickel allergies, and the boston scientific technical services (ts) informed that the defibrillator had no nickel part but one of the leads has. No additional adverse patient effects reported. The defibrillator was explanted.